Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that while performing a planned maintenance on the imaging system, they discovered an isolated (faulty) stand alone board. There was no patient present when this issue was identified. During performance of annual panned maintenance, system generator was found to be non-operational. Pendant showed x-ray symbol as "disabled". Remote desktop showed generator and detector status as "not ready". Paxscan processor not powered on. Isolated standalone and no power present on isolated standalone pcb. Standalone pcb has several components that are visibly damaged. Isolated standalone kit/ xray relay control pcb ordered, and replaced per procedure instruction in asm. System boots as expected after completion of repair. System tested satisfactorily, and planned maintenance resumed. Issue resolved. Upon analysis of the returned standalone board, damage was confirmed as it failed testing and deemed defective. Analysis of the returned x-ray relay control board could not confirm failure as no faults were found. It functioned as intended. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while performing a planned maintenance on the imaging system, they discovered an isolated (faulty) stand alone board. There was no patient present when this issue was identified.